Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver to perform failure analysis. Visual inspection found no cable damage. The mega suturecut needle driver instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No signs of any broken or frayed cables were found on the instrument. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure the cable broke on the mega suturecut needle driver instrument and fell inside the patient. The fragment was retrieved. No additional x-rays or other tests were performed to look for additional fragments. It was only one fragment that fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the customer was suturing the closed defect when the device fragment fell inside the patient. The instrument was in use for five minutes before the issue occurred. The fragment was retrieved with laparoscopic graspers. The customer confirmed visually that the fragment was retrieved. The procedure was completed robotically.